Event description:
The rep reported the device was used during a thoracotomy. It was reported the tx30b would not open and it had to be manually pried off pulmonary artery. The artery tore leaving a one and half cm defect. The defect was sutured closed. The pt lost 800cc of blood. There was a vascular reload in the tx30b.